Event description:
It was reported that the patient presented at the emergency room, symptomatic of syncope. Interrogation noted arrhythmia episodes due to the right ventricular lead exhibiting noise oversensing causing pacing inhibition. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.